Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during direct laryngoscopy, while using the philling light cord which was plugged into the arthrex light source, staff in the operating room smelled a burning smell. Subsequently, we removed the light cord and found that the tip of the light cord that enters into the light source had been burnt. The tip of the cord with the fibers were burnt as well.patient seemed unaffected and equipment was turned off, removed, and tagged for further investigation. Surgeon, proceeded to do a vocal cord lesion excision, by microscope and did not see any harm to airway."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during direct laryngoscopy, while using the philling light cord which was plugged into the arthrex light source, staff in the or smelled a burning smell.subsequently, we removed the light cord and found that the tip of the light cord that enters into the light source had been burnt. The tip of the cord with the fibers were burnt as well.patient seemed unaffected and equipment was turned off, removed, and tagged for further investigation. Surgeon, proceeded to do a vocal cord lesion excision, by microscope and did not see any harm to airway.".